Manufacturer narrative:
The reported event of the stylet failure to advance was confirmed. As received, a complete lead without the stylet was returned in one piece for analysis. The stylet insertion test was performed. X-ray examination showed no damage to the inner coil at the restriction location. The cause of the reported event was isolated to the inner coil being clogged with blood/ body fluids. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the stylet failed to advance through the right ventricular (rv) lead and the rv lead damaged. The rv lead was not used and replaced. The patient was in stable condition throughout the procedure.